Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the machine went completely blank, when staff turned off, then on, nothing happened. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not working. A field service engineer (fse) tested the station and observed an audible click from the power supply shutting down when power was applied. To isolate the issue, the fse unplugged the pyxis bus cable from all six main drawers and reconnected them one by one, identifying drawer 4.1 as the cause. The fse proceeded to replace the drawer controller printed circuit board (pcb) for drawer 4.1, resolving the issue. The system functioned as intended after the field service engineer repaired the device.